Event description:
It was reported that catheter entrapment occurred. The target location was located in a calcified vessel. The 2.25mm x 16mm promus element plus stent was advanced to the lesion but it came in contact with the calcification. Buddy wire and trapping techniques were performed but the device was not able to cross the target lesion. When the physician pulled the device to remove it from the patient, the non bsc guide wire was trapped at the exit port of the device. The non bsc guide wire and the 2.25mm x 16mm promus element plus stent were removed together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the port was torn over a length of approximately 3mm. This damage is most likely caused by applying excessive force during removal of the device from the guidewire. Possibly an additional guidewire contributed to this event. A product mandrel was advanced through the entire guidewire lumen with no resistance noted. The tip was kinked. No issues were noted with the crimped stent. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target location was located in a calcified vessel. The 2.25mm x 16mm promus element¿ plus stent was advanced to the lesion but it came in contact with the calcification. Buddy wire and trapping techniques were performed but the device was not able to cross the target lesion. When the physician pulled the device to remove it from the patient, the non bsc guide wire was trapped at the exit port of the device. The non bsc guide wire and the 2.25mm x 16mm promus element¿ plus stent were removed together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.